Event description:
A malfunction alarm occurred, identified by the customer as malf 12. Due to the issue, the customer's blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." Customer did not take any initial actions to address the elevated blood glucose level. Technical support provided assistance on resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurred, and customer acknowledged this instruction.